Event description:
Fx and subsided stem with head dislocation from stem. Stem is now well fixed and another longer head was implanted with equal leg lengths and stability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem subsidence, periprosthetic fracture, and head dissociation involving a v40 cocr lfit head 36mm/-5 was reported. The event was confirmed. A review of the provided x-ray by a clinical consultant indicated: "no clinical or past medical history, no operative reports, and no examination of the explanted components are available for review. Based upon the minimal documentation available for review, it is not possible to determine the cause of the fracture, subsidence, and disassociation/dislocation demonstrated in the x-ray of this patient¿s hip.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. A review of the x-ray by a clinical consultant confirmed the event. The exact cause of the event could not be determined because of a lack of information. Further information such as medical history, operative reports, additional pre- and post- x-rays, and the returned devices are needed to complete the investigation for determining the root cause.

Event description:
Fx and subsided stem with head dislocation from stem. Stem is now well fixed and another longer head was implanted with equal leg lengths and stability.